Event description:
Baxter reported a death that occurred. The patient was a girl diagnosed with end stage renal disease at birth. The patient had been seen by the nephrologist the day of the incident and nothing unusual was noted during the visit. The night of the incident, the baby appeared to be normal during preparation of treatment. During the set-up of the machine, a reload set alarm was received. The parents opened and closed the door of the home choice machine, however, they did not take the set out to reload. The father told the nurse that he noticed some liquid on the floor, prior to connection of the patient and assumed that the reason for this was a leakage from the end of the patient line. When the patient was connected, the father thought that there was a positive pressure in the patient line, because he could hear a "snap" when he opened the clamp on the patient line. He could also see that the solution first went towards the patient, because no iodine came out in the line. Then, just after, he could see the iodine flow out. A limited amount drained, initially only 6 ml, so the parents moved and lifted the child and drained another 10ml. The total drained volume was 16 ml, which had been occasionally experienced before. Most often the drained volume had been 40-70 ml. The parents described that during the repositioning the patient cried, as though in pain. When she was laid back down, it was noted that her abdomen was hard, but not distended. The patient vomited a small amount. The parents then discontinued the draining and started the filling. The father's impression was that it was difficult to fill. Shortly after this, the patient was observed to have apnea. The parents tried to lower the head and tried to ventilate the patient, but they experienced a difficulty in ventilating the patient. They called for an ambulance and the patient was transported to the emergency hospital where she later was declared dead. The patient was later described by the mother to be grotesque with edema after the incident occurred. The mother also described a fluid draining from the patient's skin while at the hospital. With regards to the edema, it is unknown if the patient received any type of IV fluids in the ambulance on the way to the hospital.

Manufacturer narrative:
A medwatch for the malfunction of the leakage noted in the event description was submitted under MFR #1423500-2006-01065. A follow-up medwatch will be submitted once additional information is obtained.